Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a and e alarms. In the alarm history two external error, two unexpected restart, and two no delivery alarms were found. The insulin pump alarmed during the rewind/prime sequence. The customer also had issues with the battery not turning on the device. Customer's blood glucose level was not reported. The device was not returned.